Event description:
The sales rep reported a hip surgery where multiple variations of modular components were swapped out due to dislocation of the femur head to acetabular insert at surgical closing, and due to trouble seating the acetabular insert to the acetabular shell. The surgeon removed and replaced the femoral head, femoral neck, acetabular shell and acetabular insert with devices of different sizes. The surgeon was able to finish the surgery with the swapped out implants.

Manufacturer narrative:
Not all implants were returned for evaluation. An acetabular shell was returned and evaluated. The returned acetabular shell was found to be within mfg specifications. The acetabular shell had no obvious inconsistencies. The problem could not be reproduced with the returned acetabular shell. Based on the info provided, a review of mfg and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event. During the surgery, the femoral head, femoral neck, acetabular shell and acetabular insert were replaced with differently sized implants. The surgery was completed with the swapped out devices.